Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that some of the led segments are missing. The customer states that the top level of the display is working fine. It is only the bottom level display that has missing led segments. The bottom green leds on the right side are missing segments and multiple red leds are missing segments. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, some segments of the led display are not illuminating correctly. Internal inspection revealed corrosion on several components on the system board. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
(B)(4).